Event description:
Note: this report pertains to one of eight grounding pads used together in the procedure. Refer to MFR reports #3005099803-2008-07167, 3005099803-2008-07169, 3005099803-2008-07170, 3005099803-2008-07171, 3005099803-2008-07172, 3005099803-2008-07173, and 3005099803-2008-07174 for the other seven devices. It was reported to boston scientific corporation that during a liver rf ablation procedure, the four pt grounding pads adhered poorly to the pt. The pads were replaced with another set of pads from the same batch; however, the same issue was noted. According to the complainant, the pads were secured by tape and the procedure was completed successfully. There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "good."

Manufacturer narrative:
Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.